Event description:
It was reported that during a surgical procedure the permanent cautery hook instrument began to arc. The instrument was removed and replaced and the procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation discovered that the wire was partially kinked in the wrist and came into contact with the drive cable. Consequently, the instrument insulation was damaged due to the contact with the cable. Engineering concluded that the insulation damage was evidence that the instrument had arced during a previous surgical procedure.